Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 133 mg/dl. The customer stated that she changed her clothes and the belt clip was unattached and the pump hit the wall. The customer stated that she has a blank display. The customer stated that she did not receive a low battery alarm. The customer was advised to insert new aaa alkaline batteries. The customer was unable to troubleshoot during the time of call. The customer will call back to troubleshoot.